Event description:
Account alleged that the right side rail will not lock into place. No pt impact.

Manufacturer narrative:
Technician found the side rail latch is broken. Technician replaced the side rail latch to resolve the issue.